Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if the suture broke or did the suture got separated from the needle? Suture separated from the needle . What do you mean by "no injury but they could not find the needle"? Did the needle fall into the patient? It broke in the patient. If yes was the needle piece removed from the patient during the same procedure? Yes. Were x-rays taken to locate the needle? No. Was any other tissue damaged as a result of searching the needle? No.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported to the suture separated from the needle. It is unknown if the product is available for return. No adverse patient consequences were reported. Additional information was requested.